Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was able to clear the alarm and able to rewind the insulin pump. The customer also reported that the alarm was recurring. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor arm failed self-test alarm and unable to communicate to bg meter due to a faulty on the rf board.